Event description:
It was reported that the r wave signal was clipped noted on the patient's implantable cardiac monitor (icm). No programming changes were made. The patient was stable throughout.

Event description:
New information received indicated the programming changes were made to address the reported event.